Event description:
Caller reported an issue with the insulin pump's gauge, which displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. The caller followed instructions to disconnect from the site, delivered a 10.2 unit bolus, and verified the insulin estimate. Despite a significant discrepancy between the displayed and expected values, the issue persisted. Technical support assisted the caller in loading a new cartridge while the caller declined further bolus testing, opting instead to monitor the situation and follow up if necessary.